Manufacturer narrative:
The insulin pump had an intermittent up button response due to corroded keypad traces. The insulin pump had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 168 mg/dl at the time of the incident. Customer stated that he switched the battery but the act buttons is not responding. Customer was house cleaning when the anomaly occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.